Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth that was considered a bit low. Moderate to severe paravalvular leak (pvl) was reported. A post implant dilation was performed using a 24 mm semi-compliant balloon, however this did not resolve the pvl. A second 29 mm transcatheter valve was implanted inside the first valve, at a slightly higher position that the first valve. The final result was mild pvl. There were no patient complications. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve was implanted around 7-8 millimeter (mm). The second valve was implanted 3-4 mm higher than the first valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code result, eval code conclusion product analysis: the valve remains implanted. Twenty-two procedural images were submitted to medtronic for review. Images were provided for review of the event described above. No patient summary was provided for anatomical review. However, pre-case computed tomography was provided. The valve load inspection was provided for review and was considered an acceptable load. Image one is in a left anterior oblique view which indicates the recommended cusp overlap technique was not used. The depth on the noncoronary cusp (ncc) appears to be at 8mm and the left coronary cusp (lcc) appears to be at 11mm. Recommended target implant depth is 3mm. Recapture would be recommended in depth =2mm to =4 mm. Of note there is paravalvular leak (pvl) on the lcc at this 80% deployment which is normal due to the bioprosthetic valve not being fully deployed. The next image in the series provided for review shows a fully deployed va lve and a contrast injection with the pigtail catheter superior to the outflow of the bioprosthetic valve. With the pigtail catheter this high above the injection mainly goes back to the descending aorta and does not yield any valve function information. The pigtail catheter is to be placed just inside the outflow crowns for injection. For the next procedural image shows the pigtail is located where the leaflets originate the injection appears to be showing aortic insufficiency due to the force of injection at the coadaptation point of the leaflets with possible trivial pvl on left not moderate-severe. Echocardiogram would better assess the pvl in this situation. Procedural image 4 shows the first implant at a final depth of 8mm on the ncc and 7mm on lcc. Going off this fluoroscopy alone it is unclear why a second valve was implanted unless there was an echocardiogram assessment not mentioned in the description. Procedural imaging of the post-implant dilatation is not available for review. The fifth procedural image shows a second bioprosthetic valve deployed in the first bioprosthetic valve, not commissural aligned by notice of valve paddles being adjacent to one another. Pre-implant CT scan provided. Patient appeared to have a homograft or stentless xenograft surgical aortic valve. Protruding calcium seen in aortic annulus under ncc/lcc commissure extending into the left ventricular outflow tract. Other CT findings: rca - possible CABG vs. Coronary reimplantation low take-off of the lca ca++ seen in proximal lca possible bovine arch aneurysmal bulging seen in aortic arch and abdominal aorta possible calcified dissection seen in abdominal aorta conclusion: the reported event indicates that during implant of this transcatheter bioprosthetic valve, the valve was implanted around 7-8 millimeter (mm). Moderate-severe paravalvular leak (pvl) was reported which can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the valve was implanted low which may have been contributing factor to reported pvl. However, a conclusive cause could not be determined from the limited information available. Per d00825210, manufacturing, supplier, and design assessments review are not required. A manufacturing assessment review is not required as the event does not suggest a manufacturing or a supplier component issue contributing to the event. A design assessment review is not required as the event does not suggest a possible new or unexpected device issue with a specific failure/failure mode that has not been previously investigated, the device is not related to an existing or previous further action but does not meet the inclusion criteria or scope, and the device does not meet existing reinvestigation criteria other than harm severity higher than expected. Per d00825210, a medical safety assessment is not required as the event severity per d00817401, the corresponding code "paravalvular leak" is not required to escalate for medical safety review on individual complaint investigation. Per d00825210, a risk documentation assessment is not required as the event severity is not higher than expected for a device issue per the product risk management file, there is no new harm associated with a device issue, and the device issue does not meet existing investigation reinvestigation criteria for harm severity higher than expected. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for product analysis. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth that was considered a bit low. Moderate-severe paravalvular leak (pvl) was reported. A post implant dilation was performed using a 24mm semi-compliant balloon, however this did not resolve the pvl. A second 29mm transcatheter valve was implanted inside the first valve, at a slightly higher position that the first valve. The final result was mild pvl. There were no patient complications. No adverse patient effects were reported. Additional information was received that the first valve was implanted around 7-8mm. The second valve was implanted 3-4 mm higher than the first valve.